Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.